Event description:
It was reported that the atrial lead has noise. The noise was able to be reproduced when patient perform isometrics in the office. The clinician re-programmed the atrial lead sensitivity settings to not detect the noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.